Event description:
It was reported that the nim (nerve integrity monitor) unit has erratic operation problems; channel 1 is not working sometimes and when setting the stimulator the level would go to zero by itself, there was no reported patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant product: interface 8252800 response 2.0 increment, s/n (B)(4), lot 43168800, the manufacturing date for this device has been confirmed to be march 03, 2006. (B)(4) evaluation summary: during product evaluation, it was identified that the touchscreen on the mainframe could not calibrate; the touchscreen and a missing rubber foot were replaced on that unit. On the patient interface the cable was identified as unresponsive; the cable was replaced on that unit. The devices were tested and passed all manufacturing specifications. Results: mainframe: failure to calibrate; interface: interoperability problem.